Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. The guidewire and torque device were returned for analysis. Inspection of the device found that the guidewire had been shaped and was bent on the distal section. Inspection of the device found that the ptfe coating was slightly compressed and scraped off the core wire 32.5cm from the proximal end. The torque device brass collett markings were visible on the guidewire. No other anomalies were noted. The damage noted to the ptfe coating is indicative that the torque device was not securely attached to the device and moved along the length of the device causing the observed damage. The directions for use specifically instruct that the torque device should be securely attached to prevent such damage from occurring. Therefore, use/user error is the most likely cause of the observed damage to the ptfe coating.

Event description:
Analysis of the returned device revealed polytetrafluoroethylene (ptfe) coating was peeling off of the guidewire. There was no reported clinical consequence to the patient.